Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call that customer received five no delivery alarm. Customer's blood glucose was 347 mg/dl and was treated with manual injection. Customer's mother will call back as customer was not well enough to troubleshoot. Self-test was ran and was complete.